Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received and therefore no UDI number can be provided. An intra-aortic balloon iab leak is the loss of integrity in the balloon membrane or its connections allowing blood or gas to enter or escape. Causes: iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions. Tears due to penetration by sharp objects. 2. Catheter perforations caused by: sharp objects. Severe kinks. 3. Inner lumen breaks or kinks. 4. Tip leaks. 5. Rear seal leaks. Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing or membrane. 3. Sudden waveform changes. 4. Resistance during catheter withdrawal. DHR review required for recent devices, confirmed defects, serious injury or death, or regulatory requirements for germany and singapore. A cr CAPA scar review was conducted and there were 4 crs numbered 1071184, 1154335, 1334431, and 1465479 for the product type all non-fiber optics, sensation plus 7.5fr and sensation. The 4 crs are currently closed - no CAPA required. The intra-aortic balloon iab leak occurred due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components, including membrane abrasions or tears, catheter perforation from sharp objects or severe kinking, inner lumen breaks or kinks, and seal failures at the balloon tip or rear seal, allowing unintended blood or gas ingress. IFU actions: stop pumping, remove catheter, consider trendelenburg position, and replace the iab if needed. Dfmea review: failure mode iab leaked and related conditions such as lumen break, membrane leak, joint leak, tip damage, and continued pumping after a leak alarm were reviewed in dfmea 08-115-01 rev. Ad. All identified failure modes have very low occurrence of 0.1 percent or less, severity ratings of 3 to 4, and risk indices of 0 to 1. Risks are classified as tolerable or negligible, meaning they fall within the acceptable risk profile. Labeling review: all iab product ifus including linear, sensation, sensation plus, mega, yamato plus, rlm, and trans-ray plus include warnings and instructions for leak scenarios under sections iiia1, iiia3, iva1, iva2, iva3, and iva4. Ifus provide clear guidance for detecting and responding to leaks, for example stop pumping and remove the catheter. Conclusion: no escalations required. The failure mode is addressed in the risk file, labeling covers corrective actions, and the device operates within its risk profile. No evidence of nonconforming or counterfeit product.

Event description:
It was reported that blood contamination was found in iabp device. The issue found by the customer, which happened during use, patient involved, no harm reported.